Manufacturer narrative:
Follow-up #1: date of submission 01/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/20/2016 with the following findings:during investigation, the pump powered on with a clear audible alarm. The pump was opened to find no intermittent conditions on the piezo or the contacts. The complaint of no sounds could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.